Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), post procedural haemorrhage ('abnormal bleeding (vaginal, menorrhagia) right after procedure') and bipolar disorder ('bipolar disorder') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included clonazepam (klonopin), lamotrigine (lamictal) and vilazodone hydrochloride (viibryd). In (B)(6) 2006, the patient experienced dermatitis ("allergic or hypersensitivity reaction: skin inflammation") and rash ("rashes"). In 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("lower abdominal pain - right ovary") and back pain ("right side back pain"). In (B)(6) 2006, the patient experienced fungal infection ("infection (bladder/urinary tract/vaginal): recurring yeast"), bacterial vaginosis ("bacterial vaginosis") and migraine ("migraine headaches"). In 2007, the patient experienced bipolar disorder (seriousness criterion medically significant), fatigue ("fatigue"), depression ("psychological or psychiatric problems: depression") and anxiety ("anxiety") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and post procedural haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tube),). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue, weight increased, abdominal pain lower and back pain was resolving, the post procedural haemorrhage, vaginal haemorrhage, bipolar disorder, menorrhagia, dermatitis, rash, dysmenorrhoea, migraine, depression and anxiety outcome was unknown and the dyspareunia, fungal infection, bacterial vaginosis and vaginal discharge had resolved. The reporter considered abdominal pain lower, anxiety, back pain, bacterial vaginosis, bipolar disorder, depression, dermatitis, dysmenorrhoea, dyspareunia, fatigue, fungal infection, menorrhagia, migraine, pelvic pain, post procedural haemorrhage, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received. Lab data and concomitant medication added. Events ; abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction: skin inflammation and rashes, dysmenorrhea, dyspareunia, fatigue, infection (bladder/urinary tract/vaginal): recurring yeast and bacterial vaginosis, migraines/headaches, pain, psychological or psychiatric problems: depression / anxiety, vaginal discharge, weight gain, bipolar disorder, lower abdominal pain - right ovary, right side back pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.